Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 52 mg/dl and current blood glucose value was 10 mg/dl. Customer treated with food and sugary liquid. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical supply was dispatched as a result of low blood glucose value. Based on customer report customer did not allege pump was over delivering. Customer declined to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.